Event description:
Healthcare provider reported rupture for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on (B)(6) 2021 with lot number 2901267. Analysis of the returned device identified: weight to the spec, opening on anterior, brown and blue particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior and crease fold. Based on the device analysis the final assessment is: a striated assessed as surgical damage."

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture for the left side. Device remains implanted.